Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks that may have been inappropriate. Technical services (ts) could not confirm whether or not this was caused by ventricular tachycardia (vt) or rapid ventricular response (rvr) due to the lack of atrial lead present. Based on presenting data, the device was functioning as programmed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks that may have been inappropriate. Technical services (ts) could not confirm whether or not this was caused by ventricular tachycardia (vt) or rapid ventricular response (rvr) due to the lack of atrial lead present. Based on presenting data, the device was functioning as programmed. This device remains in service. No additional adverse patient effects were reported. Additional information was received that indicated no troubleshooting was performed as the device was performing as programmed. The patient's medication was adjusted to resolve. This device was subsequently explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.